Event description:
It was reported that this brady lead was not successfully implanted in the deep septal area due to unknown product performance anomaly. This brady lead was replaced with the same model. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted in the deep septal area due to unknown product performance anomaly. This brady lead was replaced with the same model. No adverse patient effects were reported. Additional information received which indicates that this brady lead was attempted due to helix or screw would not retract and upon removing the lead there was a tissue entangled on the screw preventing to retract or extend. This brady lead was returned for analysis.